Event description:
The procedure was therapeutic.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the phenomenon "the image was flashing" could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus on behalf of the customer that the endoscopic images would appear and disappear even if the camera head is not touched immediately after connecting to the system during the pre-use inspection and the image was flickering. The procedure was slow due to camera replacement. There was a slight delay noted but unspecified. The procedure was completed after replacing with another similar device. There was no harm to the patient or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. During the evaluation it was found that the video connector contact was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.